Event description:
It was reported that, surgeon proceeded to remove, loose insert. Converted to a 20mm insert and replaced all other implants with new.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.